Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was sent to the supplier and evaluated. The sales rep reported that during returning inspection the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) has gouge on tip. Per service report, this complaint can be confirmed. The following defects were found during evaluation: outer tube damaged, needle outer tube dent(s) outer tube damaged, distal tip distal tip damaged, shaver damage to distal tip, distal tip has deposits. Image error, on camera, image cloudy/blurred. The defective parts were replaced, and the device was tested and found to be working according to specifications. The physical damages to the device including damage to the outer tube are most likely a result of user mishandling of the device or a possible fall. The damage to the distal tip is due to contact with the shaver during a surgical procedure as identified during evaluation. Improper cleaning / maintenance is the root cause of the deposits on the distal tip. The defective distal tip would have caused the poor image display by the scope. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during return inspection on (B)(6) 2020, it was determined that the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) device had a gouge on tip. During in-house engineering evaluation, it was determined that the distal tip had deposits and the image was cloudy/blurred on the device. There was no procedure nor patient involvement reported. No additional information was provided.